Event description:
It was reported that a patient underwent a an unknown procedure on an unknown date and suture was used. During the procedure, the suture was broken easily during use. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint number: (B)(4). The following information was requested, but was unavailable: what tissue was being approximated or sutured when it broke? No further information is available. Event date? No further information is available. Procedure name and date? No further information is available. Lot number? No further information is available. Device return status/follow up? We regularly contact with sales rep about the device returning. No further information will be provided. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/24/2022. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: visual analysis of the returned product revealed that one needle suture of 14.00" length of product code z493 was received to ethicon inc for evaluation. The product code is single armed and a suture piece was not received for evaluation. Upon visual inspection of the returned sample, the suture was observed with body fluids and damaged at the surface, the end of the suture cut. After further evaluation crimping marks were observed on the surface suture possibly from a surgical instrument. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. The product code z493 contains absorbable suture, as the sample was received open, the time of exposed to the environment could not be determined and functional test cannot be performed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional information was requested, the following was obtained: lot number: unknown: rhmckp. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.